Event description:
The customer stated that the mask was getting warm, the fan started to go quiet, and that a burning smell was coming from the mask.

Manufacturer narrative:
This event occurred with a similar device in a foreign market. A supplemental report will be submitted once investigation occurs.